Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's therapy was no longer effective. They had a CT scan that was unrelated to the device and therapy, and since then they had not been able to get any good results. Patient had it reprogrammed and it was effective for a week and then no longer was effective at all. Patient stated that it was not turned on prior to the day of report and that it had just been completely off. Since it had been off for a while, patient was trying to turn it back on but was having trouble. Patient stated that it seemed to sync at one point but they didn't feel stimulation. Patient was given assistance on how to sync with ins and after placing patient programmer directly over ins it resolved the issue and patient synched. Patient was shown to be on program 1 at 1.1v. Patient got the turn ins on message when trying to increase so they turned the ins on and then adjusted stimulation. Furthermore, patient was diagnosed with bladder cancer which was not related to the device or therapy and was going to be starting treatment next week. They were to be able to hold it for 2 hours so that the treatment for their bladder cancer was effective however currently without stimulation, they were going every 30 minutes. It was reviewed that patient could change programs using their patient programmer as well and adjusting stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the therapy had been off for three months because it wasn't effective since the implant on (B)(6)2017. They were going to follow-up with a healthcare professional (hcp) regarding this issue.